Manufacturer narrative:
The reported 72202595 4.5 twinfix ultra pk anchor assembly, used in treatment, have been returned for evaluation. Visual assessment confirmed the fractured anchor tip. Sutures remained on knob. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that, during set up of a rotator cuff repair surgery, when the package was opened, it was found the "4.5mm twinfix ultra peek anchor" was fractured. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported.